Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 420 mg/dl. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.